Manufacturer narrative:
(B)(4). Reference exemption # e2018002. A follow-up medwatch will be submitted when additional information becomes available. Reference exemption # (B)(4). Maquet field service technician has been sent out for investigation. The technician troubleshooted the device and could confirm that if the target temperature is set to e.g. 34 degrees, the device also displays 34 degrees actual temperature. Reference meter on the test hose shows only 30 degrees. The failure occurred due to a defective temperature sensor. According to the service order (B)(4): device shows approx. 2 degrees lower on the patient side. Output temperature sensor in the patient water circuit was replaced. Inspection, functional test, diagnostic tests and test run performed. All tests passed. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time.

Event description:
It was reported that the hcu40 set temperature on pat. Circuit was not reached during operation. The incident occurred during patient treatment and the device was replaced during the surgery. Additional information: there were no negative consequences for the patient reported. (B)(4).